Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which resolved the issue, and advised them to continue using the pump while contacting support again if the issue reoccurs.